Event description:
It was reported that approximately 35 months after the implant oversensing was noted via home monitoring. Physician decided to replace the lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple signs of wear along the lead body were noted. In particular 16.5 cm distal to the df4 connector pin the insulation was found rubbed through. In this region the coating of the conductor cable to the ring electrode was found damaged. This damage can be considered to be the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.